Event description:
It was reported that the ilet touchscreen was cracked after another person collided with the user, resulting in a nonfunctional display and difficulty using the device; the device was replaced and the user was advised that the replacement would not be watertight and to sync data before return. Symptoms included none reported. Outcomes included no injury, use disruption, and initiation of backup therapy with the user¿s continuous glucose monitoring application. Investigation included collection of event details, verification of device information including serial number, request for device return, and education on device use and data synchronization. Investigation of this case revealed physical damage to the screen consistent with external impact, with no associated alarms. It was concluded that the event was due to accidental physical damage and not related to a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.